Event description:
It was reported that during a surgical procedure at the user facility the smoke evacuator stopped working. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired at the user facility by a manufacturer field service technician and returned to service.

Event description:
It was reported that during a surgical procedure at the user facility the smoke evacuator stopped working. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.